Manufacturer narrative:
Reliability analysis inspected 3 opened/used enlite sensors and found 1 of 3 sensors with needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used performed bicarbonate buffer test dop114-830 to 2 remaining sensors and 1 of 2 sensors failed for high readings 1 remaining sensor passed per spec. With accurate readings.

Event description:
It was reported that the customer had high blood glucose levels of 165 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated even though it was not supposed to. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 40 mg/dl where the actual blood glucose level was 165 mg/dl. No additional information was provided.